Event description:
It was reported that bd intima-ii y 24gax0.75in prn ec slm npvc catheter broken/separated after placement. On july 25, 2024, while administering and deflating a patient's infusion, it was discovered that the front end of the indwelling needle was leaking at the catheter, and the catheter was broken at the catheter, making it impossible to use it properly, so it was replaced with a new, closed-ended IV indwelling needle for use.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information provided.

Manufacturer narrative:
1. The customer returned 1 photo, but did not return the defective sample. The photo shows an unused sample from another batch, indicating the leak site where the catheter meets the catheter hub. 2. DHR/bhr review lot#4052012 1-the products of this batch were assembled at intima ii auto line 2 in march 2024, and packaged at r240 package line in march 2024. Work order quantity was 198,000 ea. 2-review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3-review the production records with no nonconformance, deviation or rework activities. 3. The retained sample of this batch is taken for 45psi leakage test. The test is passed, and no leakage is found at the connection between the catheter and the catheter hub. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): the returned photo indicates that the leak site is at the connection between the catheter and the catheter hub. The root cause of the leak cannot be determined because there are no abnormalities in the process and retained sample, no similar complaints have been received from other hospitals regarding this batch of products, and no defective sample is received for further testing.